Manufacturer narrative:
The event cannot be confirmed through product analysis testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. See MFR report # 1627487-2010-03915. The pt received his scs system on (B)(6) 2010. It was reported that the system was explanted on (B)(6) 2010 due to an infection. The ipg and lead were returned to the manufacturer for evaluation.